Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation of the returned implant revealed that the bone side (non-articulating surface) is severely damaged. Two of the three pegs are broken off. There are scratches and indents on the articulating surface. The damages observed on the returned implant were most likely caused during the extraction of the implant. At the current time the cause of the event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, a patient underwent a right tka procedure. On (B)(6) 2016, the surgeon performed a revision right tka procedure due to patient pain. During the revision procedure the surgeon explanted the tibial tray ar-503-ttth , lot 108761152 ((B)(6)), femoral implant ar-516-7r, lot 108761338 ((B)(6)), bearing implant ar-513-bh11, lot 113601408 ((B)(6)) and patella implant ar-504-psd0, lot 113601430 ((B)(6)). To complete the procedure the surgeon used another manufacturer's product. Patient was a male, dob (B)(6) 1969, age (B)(6). Patient medical records date (B)(6) 2016 noted: examination of the right knee demonstrated no erythema and no ecchymosis. Palpation of the right knee demonstrated inferior patella pole tenderness, medial joint line tenderness, lateral joint line tenderness and medial tibial plateau tenderness. Trace effusion of the right knee was noted. Records noted patient had pain trough a limited passive range of motion with crepitus and swelling. X-rays were noted to show periarticular osteophytes and joint space narrowing.